Event description:
A leveen needle electrode was being used for therapeutic ablation of the liver in 2006. When the needle was percutaneously advanced to the lesion, with the use of a metal adaptor, a bowing of the needle occurred due to high tension. Upon removal of the needle, it was found that the coating had peeled off 10cm from the tip. The needle was changed to another MFR's needle and the ablation was successfully completed. No serious injury was identified by the complainant as a result of the reported problem, and the pt's condition remains stable.

Manufacturer narrative:
This device has not yet been received by this MFR; consequently an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.